Event description:
The customer originally returned his olympus uretero-reno fiberscope due to a broken fiber issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the unit¿s bending tube was broken. This report is being submitted to capture the broken bending tube confirmed during the device evaluation.

Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event as well as results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s bending tube was broken. The subject device had several other forms of material wear and tear noted throughout the unit. Those include but are not limited to material deformation, scratching, and physical stress. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains several statements concerning device maintenance and proper handling techniques. However, a review of the device repair history revealed several instances of components needing to be replaced for various reasons. Based on the results of the investigation, it is believed that physical stress caused the reported failure to occur. Olympus will continue to monitor the field performance of this device.